Event description:
Communication with pt's device could not be established. The generator was palpable under the skin and the pt is reportedly not obese. The pt is new to the reporting facility and was first seen approximately six weeks prior. It was reported that the site had never been able to communicate with this pt's device, but that the same programming system is used to successfully communicate with other pt's devices at the same facility. Based on known device settings, generator end of life is not a likely cause of the communication difficulties. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determined the cause of the reported communication difficulties.

Event description:
Product analysis summary: the pulse generator was returned and analyzed. The measured battery voltage is below the 2.2v low battery operation, which indicates that the pulse generator had reached eol. The generator's module is operating within the manufacturer's designed limits. The module did not show any condition that would have contributed to the eol. It is unknown if the battery depleted normally or pre-maturely as the entire programming history (parameter settings) that are used to determine battery life was not available. The pulse generator was implanted for approximately 50 months and programming history (parameter data) was available for 34 months. Using the available programming history, the battery estimation concluded that the battery should have lasted for approximately 3.8 more years.

Event description:
Further follow up revealed that the patient underwent generator replacement surgery due to communication problems. During the surgery the pulse generator was removed from the chest pocket and interrogation was still unsuccessful. A new generator was connected to the existing lead. Comminication of the new generator was successful and no further problems were noted. Review of the manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.